Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the cardiac resynchronization therapy defibrillator (crt-d) was connected to the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead, pacing was not observed. The leads were tested prior to device connection and were performing as expected. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.